Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient wasn¿t sure what was going on with their body; ¿the runs¿ were a part of their life right now and they were having ¿digestive stuff that had not been remedied.¿ it was mentioned that they went on antibiotics and thought it was resolved, but it came back, ¿it¿s definitely not okay,¿ so they were going to see their healthcare provider on (B)(6) 2017. It was stated that they had ¿a history of this¿ prior to implant. It was noted that they had been (B)(6) for 35 years, and ¿this was their everyday life¿ 24 years ago, but it hadn¿t been that way since implant. It was noted that the stimulator was off, that the therapy hadn¿t been helping them for ¿probably as much as 6 months.¿ they stated that they didn¿t know how long it had been off, but they didn¿t think it had been on for a long time. Troubleshooting successfully turned stimulation on. They were on program 1 at 0.7 and did not feel stimulation. They increased to 2.1 and noted feeling stimulation both in their bike seat and ¿in a different spot, in the lower part of their body.¿ stimulation was then lowered to 2.0 because they didn¿t want to feel it all the time, but it was good to know that it was on. It was additionally noted that the patient had not been around any emi but that they see a massage therapist and that they are a modern dancer; they are able to tell their device is there when they are rolling on their spine. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported the implant was not working as it does not help with symptoms so they turned it off. Patient was able to turned the therapy on but could not feel stimulation however they had the ability to change programs and adjust stimulation. Patient was advised to monitor symptoms now that change was made and will follow up with hcp if issue doesn't resolve. No further complications were noted or anticipated.